Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the physicians had difficulties implanting the lead and was not able to obtain acceptable r wave and the capture threshold signal. The lead was attempted and not used. No patient complications have been reported as a result of this event.